Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as touch contamination. The peritonitis was manifested by cloudy effluent. On the same day as onset, the patient was hospitalized for the event. The patient was treated with vancomycin (intravenously, dose, duration, and frequency not reported) for the peritonitis. Three days after being hospitalized, the patient was discharged. Dianeal therapy was ongoing. At the time of this report, the patient was recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.